Event description:
It was reported that the pump was not working properly and noted the pump displayed an unspecified "pump error". As a result, the customer went to the emergency room on (B)(6) 2026 and was subsequently hospitalized with a blood glucose (bg) level over 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.